Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) placed on (B)(6) 2007. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. In or around (B)(6) 2012, plaintiff underwent surgery to remove one of her fallopian tubes and her essure coil. She continued to live and suffer in pain, and was required to undergo a second surgery in or around (B)(6) 2013 to remove her remaining fallopian tube, essure coil, and uterus. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow-up received on 28-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe and chronic pelvic pain. Plaintiff underwent two interventions (unilateral salpingectomy and hysterectomy) for devices removal. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering event's nature and implied temporal relationship, causality between reported event and essure use cannot be excluded. Since interventions were required to remove the devices, this case is regarded as incident. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain / pain'), embedded device ('the essure was not protruding through the serosa, but was noted to protrude and push out the serosa near the right fallopian tube') and menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis ablation and uterine dilation and curettage. Concurrent conditions included menometrorrhagia and endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and fatigue ("chronic fatigue"). The patient was treated with surgery (to essure removal/laparoscopic right salpingectomy and endometrial ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, embedded device, medical device discomfort, menorrhagia, back pain, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, back pain, embedded device, fatigue, medical device discomfort, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in the essure removal date: (B)(6) 2012. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, embedded device. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-feb-2021: mr received. Reporter information, patient's medical history, event "the essure was not protruding through the serosa, but was noted to protrude and push out the serosa near the right fallopian tube" and auto narrative supplement were added. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain / pain'), embedded device ('the essure was not protruding through the serosa, but was noted to protrude and push out the serosa near the right fallopian tube') and menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis ablation and uterine dilation and curettage. Concurrent conditions included menometrorrhagia and endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and fatigue ("chronic fatigue"). The patient was treated with surgery (to essure removal/laparoscopic right salpingectomy and endometrial ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, embedded device, medical device discomfort, menorrhagia, back pain, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, back pain, embedded device, fatigue, medical device discomfort, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in the essure removal date: (B)(6) 2012. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain / pain'), embedded device ('the essure was not protruding through the serosa, but was noted to protrude and push out the serosa near the right fallopian tube') and heavy menstrual bleeding ('heavy menstrual bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis ablation and uterine dilation and curettage. Concurrent conditions included menometrorrhagia and endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and fatigue ("chronic fatigue"). The patient was treated with surgery (to essure removal/laparoscopic right salpingectomy and endometrial ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, embedded device, heavy menstrual bleeding, medical device discomfort, back pain, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, back pain, embedded device, fatigue, heavy menstrual bleeding, medical device discomfort and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in the essure removal date: (B)(6) 2012. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, embedded device . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-may-2021: ticking of final repot box on EU/ca device tab. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.